Event description:
Patient was ordered comfort measures, pca continuous morphine pump was infusing at 5 mg/hr, red light on pca pump read 64.2 mg given, the vial was removed after time of death for wasting purposes. Noted full vial removed although numbers on machine stated that the dose had been given.